Event description:
The customer reported that the 9900 system locked up with a control panel error and would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ps1 power supply were adjusted during the service call. The system was tested and found to be working as intended and put back into service.